Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Blood was observed on the exposed soft cannula and adhesive pad near the bottom housing window. No damages were observed on the fluid path components and bottom housing that would contribute to bleeding at the pod infusion site. The actual cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod longer than 48 hours. The pod was leaking insulin from the infusion site (leg), when removed, the cannula was found bent. As treatment, a manual injection was given.